Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan in the USA, alleging her onetouch ultralink meter was displaying an "error 6 message." This complaint was classified using the documentation by the customer care advocate (cca). The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported using insulin pump therapy to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on 04/05/2013 while speaking with the cca she was having symptoms of feeling "sick." The patient did not report receiving any treatment due to the alleged issue. The alleged issue was not resolved at the time of troubleshooting. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.